Manufacturer narrative:
Result: the catheter is fractured approximately 25.0 cm from the hub. The fracture site shows evidence of material fatigue and stress as indicated by the stress lines in the polymer material surrounding the break. The fracture occurred in the middle of the polymer extrusion and not at a material bond. The catheter is also kinked approximately 8.0 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates when the 3max reperfusion catheter was being loaded into 5maxace reperfusion catheter, the 3max reperfusion catheter broke into two parts. Evaluation of the returned product confirmed a fracture in the proximal shaft of the catheter. The fracture did not occur at a material bond. It appears that the force used during the loading of the 3max reperfusion catheter into the 5maxace reperfusion catheter exceeded product tensile strength of the material. If the product is mis-handled during use, it likely that damage may occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. During the procedure, while the technologist was loading the 3max catheter inside a 5max ace catheter, the 3max catheter broke into two parts. A new 3max catheter was used to successfully complete the procedure without any reported adverse effect on the patient.